Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided: sodium reference range 136 - 145 mmol/l. Sid (B)(6), initial sodium result =112.9 mmol/l; repeat result= 139.2 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer retested the sample using the same lot of reagent and within range results were generated. In addition, the quality control was performing within the expected ranges. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending by list number did not identify any trends related to the issue under review. The ticket search by lot could not be performed as reagent lot used for testing is unknown. A device history record review did not identify any nonconformances or deviations associated with the complaint assay. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) and the ict sample diluent were identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided: sodium reference range 136 - 145 mmol/l sid (B)(6), initial sodium result =112.9 mmol/l; repeat result= 139.2 mmol/l there was no impact to patient management reported.